Event description:
Psychiatric electroshock with adverse side effects including: severe short term and long term memory, loss learning disability. Indecision, muscle tremors, neck pain, and muscle twitches.